Event description:
It was reported that a pump motor stall occurred on (B) (6) 2010. The motor stall was confirmed in the event logs with no motor stall recovery recorded. A tube set interval alarm was also noted. The patient had not had an MRI. The patient experienced withdrawal. The pump contained dilaudid. The pump was replaced on (B) (6) 2010. The patient was apparently no longer having withdrawal symptoms and recovered without sequela.

Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.